Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the no image event occurred due to wrong connection of the serial digital interface (sdi) cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, the olympus field service engineer (fse) was onsite to address the issue. The fse had the customer move the cable from the wall to the monitor from serial digital interface (sdi) in on the monitor to video in and select composite as the input on the monitor. There was an image with the issue resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image. There were no reports of patient harm.